Event description:
It was reported that (1) device was used during a video assisted thoracic surgery. It was reported by the affiliate that the atb35 blade would not move back after firing. There was no problems with the cutting and stapling. There was no consequence to the pt.